Event description:
Major pump unit(s) involved: blood pump; inflow to r & l vad changed. Specific component(s) involved: inflow graft malfunction/malposition; r & l inflow canulae changed. Intervention(s): replacement of inflow graft; type: both (in the same or visit).

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.